Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the operating room surgical video were not available for analysis. From the analysis of the system database and the system oct recording there were no system related anomalies observed and all settings and parameters of the system were found to be within acceptable limits. The system database video images did reveal that significant vertical eye movement occurred after completion of the initial oct scan and fitting of the arcuate incision. The surgeon did not re-scan the proceeding with the laser treatment.

Event description:
It was reported that a pt who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalyse system (system) subsequently experienced an arcuate incision that fully perforated the cornea in the operating room (or) during the surgical procedure to remove the cataract. No additional complication or medical intervention was reported.